Manufacturer narrative:
(B)(4). No sample was available.

Event description:
A customer contacted baxter's global technical service center (gts) regarding a compact exchange device (cxd) ii that no longer worked. The home patient (hp) stated that she pulls the lever back and the spike will not turn to spike the bag. There was no patient injury or medical intervention indicated at the time of the reported incident. The cxd ii issue does not affect the home patient's ability to perform peritoneal dialysis therapy.